Event description:
Smart ez pump (se0200-100, lot# s7n45) containing 0.9% sodium chloride 85 ml (no drug) fill port was cracked. Pharmacy technician noticed that the fill port was cracked when she went to attach syringe to inject the drug. Blue cap was noted to be loose in the package prior to opening.